Event description:
During the evaluation of this device by baxter, it was observed the tubing was cut approximately 2 inches from the top of the coil cap. Additionally, it was observed the cut mark was slightly jagged. This was not reported by the customer. This was discovered during testing of the device. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one unit was received by baxter for evaluation. Visual examination during service confirmed the reported condition of cut/sliced tubing. It is unknown what caused this event. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.